Event description:
Co was informed this balloon catheter was used to perform a sphincterotomy on a quadriplegic pt. The pt was discharged from the hosp the day following the procedure, 3/2/94. The pt underwent surgical amputation of substantial portions of the fingers of both hands.